Event description:
It was reported to baxter (B)(4) that the reservoir of an intermate lv250 device ruptured during patient use. The device was infusing an unknown patient with 2000 milligrams meropenem in 200 milliliters in 0.9% sodium chloride when the reservoir ruptured. There was approximately 20 milliliters of solution remaining in the reservoir when the reservoir ruptured. There was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.